Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2044 was identified during a review of the event history log. Visual inspection, functional and electrical testing, and calibration were performed. A short stimulated therapy was performed. The cause of the condition was determined to be the pump. To correct the condition, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown failure. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.